Event description:
A consumer implanted for failed back surgery syndrome reported they had surgery on their back a few times (about 1.5 years ago) which was the last time they used the device, but the stimulator stopped working before that. It was noted a manufacturer¿s representative (rep) stated maybe it was the battery. An appointment was scheduled with the healthcare provider (hcp) for (B)(6) and the consumer wanted to try and get the implant working again, but they had been unable to get a hold of a rep. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-04-20 reporting that there was a loss of stimulation and no stimulation. Stimulation did not work anymore. The date that this occurred was not known by the caller. The patient received a new programmer from a representative on an unknown date. It was reported that they read the implantable neurostimulator (ins) battery about a year ago and the battery was depleted. Health care professional (hcp) listings were requested. No further complications were reported.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient has been trying to get help with the spinal cord stimulation for more than a year and the health care providers will not help her and she is not satisfied with the spinal cord stimulation. No further complications were reported.